Manufacturer narrative:
(D10): concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6). 300-01-17 - equinoxe humeral stem primary press fit 17mm: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).

Event description:
As reported via clinical studies, approximately 2 months and 16 days post-operatively, the patient sustained first dislocation able to self-reduce and decided to see how it went from there. Unfortunately, he had four more dislocations since then with the last two (2) being about 2 weeks ago. They are sometimes painful and at other times not and he is so far been able to reduce all of them by himself. The patient delayed revision surgery due to significant cardiac issues and was recommended formal physical therapy for strengthening of shoulder girdle musculature. Approximately, 5 years and 5 months following the first dislocation; the patient underwent revision surgery and the outcome of these events is now considered resolved. The event is unlikely related to the device and possibly related to the procedure.